Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the reported issue.

Event description:
The hospital reported that the system displayed the error message "system function failure". Mechanical ventilation was not available. There was no report of patient injury.